Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. During troubleshooting with tandem technical support, it was confirmed that the pump was responsive. Customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.